Event description:
During a preventive maintenance, the co rep observed that the unit's battery run time was short, the safety chamber had passed its expiration date, and the shock mounts were defective.